Manufacturer narrative:
The pump passed the displacement test, active current test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump failed the sleep current test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. No alarms or alerts noted during testing, however, pump error 11 found on 29-nov-2023 on 6:20 in the history files. No insulin flow blocked alarm found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: dried insulin - motor slide, scratched case, cracked case, missing display window/cover, stained keypad overlay, cracked keypad overlay, and pillowing keypad overlay. Cosmetic damage confirmed at various locations on the pump. Failed battery test not confirmed. No delivery during bolus not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer was facing an issue with a scratched pump. Customer stated that pump had rejected new batteries and top arrow button was sticking down. Customer also received unexplained no delivery alarms. Troubleshooting was not performed. No harm requiring medical intervention was reported. It is unknown whether the customer will continue to use the pump or not. The insulin pump will not be returned for analysis.